Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for difficulty withdrawing the delivery system through the sheath was confirmed by the provided imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined during the evaluation. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. The complaint description states, 'there was difficulty removing the balloon through the esheath, as the balloon was not fully deflated.' Residual fluid left in the balloon after deflation increases the balloon diameter and can allow the balloon to interfere with the sheath tip during withdrawal. Additionally, the complaint description reports 'more volume (+3cc) was used for inflation and valve release, as it was a large ring.' Use of additional volume for balloon inflation can cause an altered balloon profile upon deflation, which interferes with the sheath tip during withdrawal. The reported withdrawal difficulty was confirmed by the bunching and delamination of the sheath liner observed in the provided imagery. Additionally, tortuosity of the access vasculature was observed in the returned imagery. Tortuosity of the access vasculature may contribute to a non-coaxial angle, further contributing to difficulty withdrawing the delivery system into the sheath. Available information suggests that patient factors (tortuosity) and procedural factors (residual fluid, withdrawal of altered profile) may have contributed to the complaint events. The complaint delivery system leakage was unable to be confirmed due to no device or applicable imagery being returned. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. It is possible that the excessive manipulation required to overcome the observed withdrawal difficulties may have resulted in damage to the balloon or delivery system that caused the observed leakage. Without the return of the complaint device or applicable imagery, a definitive root cause is unable to be determined. However, available information suggests that procedural factors (excessive manipulation) may have contributed to the complaint event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-07066.

Event description:
Edwards received notification from our affiliate in (B)(4). As reported, it was a case of an implant of 29mm edwards sapien 3 transcatheter heart valve. The procedure went well, the valve was well positioned. More volume (+3cc) was used for inflation and valve release, as it was a large ring. There was difficulty removing the balloon through the esheath, as the balloon was not fully deflated (there were remnants of contrast). The balloon got stuck and tore the sheath. At that point, negative pressure was applied to the balloon, and blood was drawn into the syringe, suggesting the balloon had been torn (leakage). At the end of the removal of the 16fr esheath introducer, there was a vascular lesion caused by the sheath that ruptured, the probable cause was that the balloon was not completely deflated and when it was pulled into the introducer, it made a tear. The injury was resolved with a bypass and the patient is recovering well.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.